Event description:
On (B)(6) 2012 gamma3 surgery was performed. On (B)(6) 2012 patient fell and the lag screw was found to be cut out. Revision surgery was not performed. This case was presented at the meeting of japanese society for fracture repair on (B)(6) 2014.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.